Manufacturer narrative:
To date, the investigation of the device involved in the reported incident has not been completed.

Event description:
The reporter stated that one sheet of a five count bilayer matrix wound dressing package had a tear in the inner pouch. It was noticed at the time that it was being placed on the sterile field. The product was not placed on the sterile field. The product was not used.